Event description:
Customer reported a failed display on the spectrum monitor, which may have resulted in a loss of primary monitoring. No pt injury was reported.

Manufacturer narrative:
(B)(4) service reps replaced the monitors high voltage board. Performed all functional tests and system was returned to service.